Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. A DHR review could not be conducted as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration and verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext device was being used during an unknown type of surgery on (B)(6) 2021 when it was reported "we had an incident during a case today where a second piece came apart from the blue cautery tip". The procedure was completed with a 5-minute delay without the use of an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further follow up found that the device tip did detach from the device; however, it did not come into contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.